Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert upon interrogation in clinic. It was noted that a magnet had been placed over device during an unrelated procedure. Engineering analysis confirmed that the alert was due to extended magnet application. Technical services (ts) stated that therapy has not been impacted. No adverse patient effects were reported. Currently, this s-ICD remains in service.